Event description:
A suction irrigator was used during a lap cholecystectomy and started leaking and needed to be replaced. No patient harm occurred. The team replaced the suction irrigator with a new one from a different lot.